Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at display window corner, broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer found e70 alarm history on (B)(6) 2013. The customer was advised that the insulin pump will need to be replaced. The customer was advised to not use the insulin pump and revert to back up plan per healthcare provider instructions.